Event description:
It was reported that the ilet touchscreen was found cracked, preventing screen unlock and prompting the user to transition to backup therapy; the user believed sleepwalking could have caused the damage, and the device had been synced prior to shutdown, with the affected component identified as the touchscreen and the problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, with the cause traced to user handling of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.